Event description:
The customer reported a pt came to the emergency room with a broken leg. The pt was connected to a dash monitor. The pt experienced a reaction to a therapy and a dash did not alarm for a low spo2 value. The pt coded as pea (pulses electric activity). CPR was performed and the pt was resuscitated. The medical devices in the unit were found to be configured by the user to alarm at a 20% volume and at an advisory level for violation of spo2. The pt has since been discharged with no sequela. A follow-up report will be submitted when the investigation is complete.